Event description:
It was reported that the balloon rupture occurred. A 33/7/2/100 equalizer balloon catheter was selected for use. While attempting to use the balloon catheter, the physician reported that the balloon had burst prior to the procedure. There were no patient complications as a result of this event.